Manufacturer narrative:
Potential lot numbers - 76x085 and 77x018. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported a cleo 90 infusion set would not stick to the patient's body. The patient went through troubleshooting with the distributor over the phone, but the set still would not stick. The patient's blood glucose levels were 85mg/dl at the time of the event. The reporter confirmed that the patient was able to bring their blood glucose levels back down to target range. No injury was reported.